Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Communication with the customer esablished that there was no work order for this device and all of their devices are fully operational.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.